Manufacturer narrative:
Other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient complained of tightness and discomfort in the old extensions around their neck. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The extensions were replaced for per patient request, with new, longer ones. Also, the ins was replaced for bilateral prime cell inss because it was nearing end-of-service (eos) per the patient¿s request. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.